Event description:
The customer reported being hospitalized due to high blood glucose. The customer stated that a new battery was installed and in a short period of time she gets a weak battery or a failed battery alarm. The customer stated that she has already been sent a replacement battery cap. The customer stated the batteries are kept in the refrigerator. Instructed the customer to keep the batteries in a room temp in a dry place. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.